Manufacturer narrative:
The reported malfunction was observed once by a zoll field representative at the customer's site. The device was returned to zoll for evaluation. However, the device was put through extensive testing including bench handling full defib functionality testing and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed a single occurrence of a defib charge error message. However, we were unable to determine if it indicated a device malfunction as the device passed all testing. The logs also showed that the device subsequently delivered three successful shocks. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a " charge error" message. Complainant indicated that there was no patient involvement in the reported malfunction.